Event description:
It was reported that during a nissen fundoplication, the active blade broke in two, falling outside of the patient. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Was not returned for evaluation.